Event description:
It was reported that total hip arthroplasty was performed in 1992. Proximal portion of femoral stem component loosened and subsequently fractured. Revision performed in 2001, noting intraoperatively, that the distal portion of the femoral stem remained well fixed. Both distal and proximal pieces of stem component were removed.